Event description:
It was reported that pump screen was scratched. There was no reported impact to the customer¿s blood glucose level. Customer was out of warranty and in process of obtaining new device, declined follow-up from technical support, and no further action was taken.